Event description:
Notes: the date of event is unknown. No patient involvement, it was reported to boston scientific corporation in 2007 that while unpacking a balloon dilatation catheter, "a piece of black plastic appeared." The device was not used during a procedure.

Manufacturer narrative:
No patient involvement. The device has not been returned; therefore, the cause of the reported event cannot be determined. A review of the device history record for the pertinent lot was performed; no anomilies were noted.